Manufacturer narrative:
After further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that during preventative maintenance, the system install and software update were performed. A previous test case that was created using out-of-the-box software version 1.4.0 was re-entered. When advancing to the connection screen, the arrows and quit button were grayed out. The issue was solved after a hard restart and a new case was created. No case involved; therefore, there was no patient involvement. However after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable nor to be a complaint, since this is the normal system function. The system has these buttons greyed out when a drill is not connected.

Event description:
It was reported that, during preventative maintenance, the system install and software update were performed. A previous test case that was created using out-of-the-box software version (B)(4) was re-entered. When advancing to the connection screen, the arrows and quit button were grayed out. No case involved; therefore, there was no patient involvement.